Manufacturer narrative:
The investigation into the pump stop and the high purge pressure issues has been completed since the initial report was submitted. The device was not returned for investigation. Per clinical information provided, there are purge system blocked alarms with high purge pressure alarms consistent throughout the case. Tpa was added and did not resolve the high purge pressure. The root cause of the high purge pressure cannot be determined. The root cause of the pump stop was most likely biomaterial, per the data log review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 42-year-old white male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp device began to trigger high purge pressure alarms during patient support. Although tissue plasminogen activator (tpa) protocols were followed, the issue persisted, and the pump subsequently stopped. Attempts to restart the pump were unsuccessful and the decision was made to explant the pump. There was no patient harm reported.